Event description:
It was reported that the patient underwent an initial procedure on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to loosening of cup due to unknown reasons. The head, cup, taper insert were removed and replaced with biomet metal on poly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right hip revision procedure approximately seven years post implantation due to loosening of the acetabular cup. The femoral head, acetabular cup, and taper were removed and replaced. Operative notes provided stated that the femoral head was in good condition without excessive wear or scratches. Notes further stated that the superior portion of the patient¿s native acetabulum was missing therefore the surgeon reamed superior to the native cup position.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.